Event description:
It was reported that a patient was scheduled to have her neck spinal cord stimulator (scs) replaced (B)(6) 2014 because, it has never kept a charge. It was noted, the patient had two stimulation devices, one for the neck and one for the lumbar region.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708340, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID neu_ins_stimulator; product type implantable neurostimulator. (B)(4).